Event description:
The patient claimed the animas insulin pump has intermittent power issues. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to verify or duplicate the complaint of intermittent power issues. No evidence of unexplained power on resets was found in the black box. Performed rewind load and prime with no loss of power. The pump was exercised for 24 hours at 1u per hr basal rate with no loss of power. Battery cap was fully tightened with no yellow o-ring visible. Removed pump from case and inspected power circuit: no defect found. Battery cap height and width were within specification. A cracked battery compartment at case seal was noted, with no corrosion visible in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.